Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the patient¿s symptoms was not determined. The patient was taken to the or (operating room) last night for a catheter access port study. When the cap (catheter access port) was aspirated there was great csf (cerebrospinal fluid) flow. The physician did not do a dye study, but rather replaced the catheter just in case there was a micro-tear. Per the reporter the catheter was replaced prophylactically even though no cause of the symptoms or damageto the catheter was discovered. It was unknown at the time of the report if the patient¿s symptoms were resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2014-(B)(6) explanted: 2021-03-31 product type catheter pro duct ID 8780 lot# serial# (B)(6) implanted: 2014(B)(6) explanted: 2021-(B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2015-09-26, UDI# (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer.

Manufacturer narrative:
Product ID 8780, lot/serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type catheter. H3: evaluation of implantable catheter serial number (B)(6), revealed that the anchor on the catheter was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at dose rate of 192 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that possible baclofen overdose had occurred.  The patient's mother had contacted to the physician to report that patient had itching and increased flaccid motor tone since pump replacement on (B)(6) 2021. The physician reached out to the company representative to verify that the pump settings were not changed during replacement. It was confirmed that the pump settings were not changed during the pump replacement. It was noted that there was good catheter flow when the catheter access port (cap) was accessed during the replacement.  There were no catheter issue noted during pump replacement. As per the physician there were no other symptoms other than slight itchiness and some flaccid motor tone. They planned to monitor the patient and update the company representative. As of (B)(6) 2021, no update had yet been given to the company representative.  No surgical intervention occurred and no surgical intervention was planned.  It was unknown if the issue was resolved.  The patient's weight and medical history were unknown.